Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator. The ventilator failed the battery run down test. The service technician replaced the internal battery.

Event description:
It was reported to vyaire medical that the ltv1200 is not working as intended. The unit is not delivering air. At this time, there is no information regarding patient involvement associated with the reported event.